Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00126. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the hospital staff accidentally dropped a ruby coil and a pod8 coil on the ground. The coils were dropped prior to use and therefore, were not used in the procedure. The procedure was completed using new ruby coils and non-penumbra coils.